Event description:
It was reported, the pt cannot locate the ipg with either the charger or the pt programmer. The field rep met with the pt and confirmed the ipg cannot be located. The pt cannot remember when was the last time she charged or used her ipg. An appointment has been scheduled with the pt's physician to determined the next course of action. F/u is pending.

Manufacturer narrative:
Recall: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.